Event description:
It was reported to philips the device had a battery issue. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer placed an order for a replacement battery to address the battery issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. If additional information is later received, a supplemental report will be submitted.